Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up correctly, with only a black screen visible. Review of the log files by the rse shows that there was no power supply present on 24v dc. Rse instructed the hospital biomed to check the fuse and found that the fuse is working perfectly; the power supply was present on frontal/lateral detector and pcs appeared to start correctly but system failed to boot. The rse checked and found that the ethernet switch was receiving power, but no port activity was detected, and a reset failed to fix the issue. The rse requested for onsite support and ordered replacement switch, replacement fan and power tray. The fse went onsite to inspect the system and found that the program could not start because the x-ray system did not boot correctly. To resolve the issue, fse replaced the faulty cisco managed switch dvi. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.